Event description:
It was reported that the scout reflector was inserted through wide local excision and no signal from the skin or tissue was reported. The event necessitated medical intervention by a radiologist who had to relocalize using an ultrasound.

Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow up report will be submitted once investigation and product history review is complete.